Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: unit reported due to an over infusion issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 a primary rate of 125ml/hr and at 3:43pm a piggyback start of 125ml/hr and 550ml (dl: open line). At 3:46pm an upstream pressure alarm stopped the infusion with a volume infused to 5.76ml. At 3:48pm an infusion start and at 3:49pm with a volume infused to 7.41ml infusion was stopped and door was opened followed by purge and infusion start. At 4:31pm and volume of 70.94ml pressure alarm level 5 stopped infusion. At 4:42pm and volume of 91.85ml pressure alarm 5 stopped infusion. At 4:43-44pm and volume of 91.90ml five pressure alarm 5 occurred. At 4:59pm and volume of 121.55ml pressure alarm 5 stopped infusion. At 5:06pm pressure set to level 9. At 5:31pm and volume of 173.59ml pressure alarm 9 stopped infusion. At 6:19pm and volume of 267.67ml pressure alarm 9 stopped infusion and door was opened and at 6:27pm an infusion start. At 7:51pm and volume of 434.94ml pressure alarm 9 stopped infusion. At 7:56pm an infusion start and then stop with a volume infused to 435.21ml and no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.